Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please describe how the adhesive was applied on the tape - the incision was wiped down with water, and dried. Stratafix suture was used to close the subq. The surgeon typically uses 2 prineo with knee flexed. What prep was used prior to product application? Unknown , but there has been no changes what date did the reaction occur on? 10-14 days. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify ¿ some patients were referred to dermatology. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown.

Event description:
It was reported that a female patient underwent a hip surgery on (B)(6) 2018 and topical skin adhesive was used. On (B)(6) 2018 the patient presented with dermatitis and a rash. The patient was put on keflex. On (B)(6) 2018 the patient called complaining of remaining rash remnants. Additional information was requested.